Manufacturer narrative:
Based on the info received, pt was treated for infection after xenmatrix repair of ventral hernia. A mesh from a previous repair was also explanted. There is no indication in the info provided that the xenmatrix graft contributed to the infection, however, infection is stated as a possible adverse reaction in the product's instructions for use. The IFU states that if an infection develops, to treat it aggressively. The pt was reported to have been treated with percutaneous drain placement, wound management and IV antibiotic therapy. The pt has been discharged from the hosp and is currently receiving po antibiotic therapy. There is no reference to an explant of the graft, nor is there an allegation of a device failure. With the info available, it does not appear that a failure of the xenmatrix graft has occurred. This MDR includes all pt, event and device info davol has received to date.

Event description:
Per info reported to davol: on (B)(6) 2010 - pt underwent xenmatrix implant to repair recurrent ventral hernia. Pt has since been diagnosed with an infection, undergone percutaneous drain placement, and admitted to the hosp for wound management and IV antibiotic therapy. The pt has been discharged from the hosp and is currently receiving po antibiotic therapy.